Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve into an existing 34 mm evolut transcatheter heart valve, the commander delivery system balloon burst at the end of full deployment. The commander delivery system and esheath were removed in the normal fashion without issue, the sapien 3 ultra valve was successfully implanted with no patient injury. The patient left the room in stable condition. No instruments were needed to remove the balloon cover. No damage was noted to any other devices.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: component code, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. An image of the device was provided and review of the image confirmed the balloon had a fully circumferential radial burst with the distal portion of the balloon umbrellaed over the nose tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon burst was confirmed. The provided device imagery shows full circumferential radial balloon burst with distal portion of balloon umbrellaed over nose tip. Available information suggests calcification likely contributed to the event as the provided 3mensio shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.